Event description:
Per the clinic, a fistula had developed at the implant site, exposing the receiver/stimulator and subsequently was treated with topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced skin breakdown and an infection at the implant site with purulent discharge. The patient was subsequently treated with oral antibiotics (specific date and duration not reported). The implanted device remains.